Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned diagnosis treatment proceed when the issue happened. The procedure was completed as planned with a delay of less than 20 min on the same system after restarting. Philips field service engineer inspected the system onsite. Upon troubleshooting, the system was powered on, revealing an oil leak and low oil requiring flushing. A faulty lan cable caused an intermittent ippc error, which was replaced. Another follow up to resolve the problem, the oil leak was traced to the tube screw, which was tight, it was minor, oil levels were full and flushing and deaerating were conducted. After performing several troubleshooting steps, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system with a little delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. No harm was reported to philips. Philips has started an investigation of this complaint.